Event description:
It was reported that the patient received inappropriate therapy during a non related surgery due to oversensing of noise generated by electro cautery usage. The physician reported that a magnet was secured over the ICD with medical tape during the procedure. No programming changes were made and the device remains implanted. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.